Manufacturer narrative:
This event is from the following abstract article: horikawa m, petersen b, nesbit g, kaufman j. Viabahn stent-grafts placement for emergent/urgent carotid or vertebral artery disease: 17 cases of single center experience. Interventional radiology 2016;31:118. No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed. The device was not returned; consequently, a direct product analysis was not possible.

Event description:
In the medical literature, an abstract article, "viabahn stent-grafts placement for emergent/urgent carotid or vertebral artery disease: seventeen (17) cases of single center experience" was reviewed. The purpose of this study was to report their experience with carotid artery stent-grafts for acute bleeding, impending rupture, or pseudoaneurysms. A retrospective study was conducted between 2004 and 2015. A total of 17 patients were treated with 17 gore viabahn endoprosthesis. It was stated that one patient presented with a stent-graft occlusion that resulted in a critical stroke. The patient unexpectedly stopped antiplatelet therapy 44 days after the procedure. (B)(4). Other: stroke.